Event description:
Customer called to report high bgs. It was stated that the pump programming was not correct. The alarm history showed "off" no power alarm. Troubleshooting was performed. The lead screw over rotated. High bgs were treated with a manual injection.